Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self -test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm or bad battery alarm noted. The battery icons functioned properly. Pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive low battery alarms and battery was changed often. Issue persisted even after battery cap change. Customer's blood glucose was 100 mg/dl. Customer was advised that insulin pump would need to be replaced.